Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to damage on ccd (charged coupled device) unit, foggy image occurs; due to deformation of upwards/downwards knob, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath has a scratch; adhesive on bending section cover or distal sheath has a chip; adhesive on bending section cover or distal sheath has a crack; adhesive on bending section cover or distal sheath has a white clouded area; objective lens has a scratch; adhesives around objective lens has white-clouded area; light guide lens has a crack; adhesives around light guide lens has white-clouded area; plastic distal end cover has a scratch; plastic distal end cover has a dent; connecting tube has a scratch; protector of universal cord on control section side has a scratch; switch3 has a scratch; switch2 has a scratch; switch1 has a wear; universal cord has a wrinkle; grip is shaved; suction cylinder is shaved; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; and due to wear of angle wire, bending angle in upwards direction does not meet the standard value. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had a cloudy image. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.